Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on may 25, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split complaint with zimmer inc. (B)(4) which was reported under (B)(4) - (0001822565-2017-03616). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Metasul head 36, 12/14, size l /+3.5 ref# 00-8770-036-03) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
A legal claim was raised. It was reported that a patient was implanted with a metasul head 40, 12/14, size l /+3.5 on the right side on (B)(6) 2010. The patient underwent a revision procedure on (B)(6) 2015 due to pain, elevated cocr level, tissue reaction and pseudotumor.

Manufacturer narrative:
Additional information received on sep 15, 2020. The manufacturer received other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. Patient was implanted on right side and underwent a revision surgery due to pain, elevated cocr level, tissue reaction and pseudotumor.

Manufacturer narrative:
This follow-up report is being filled to reflect the updated investigation. New information received: - op reports and pid document received. Event description: it was reported that the patient underwent initial surgery with metasul taper liner on (B)(6) 2010. On (B)(6) 2015, blood test showed high level of metal ions. Thus patient underwent revision on (B)(6) 2015 due to pain, elevated cocr level, tissue reaction and pseudotumor after 5 years 1 month in-vivo time. Review of received data - surgical reports: surgical report, dated (B)(6) 2010: the implantation report states a right total hip arthroplasty due to degenerative joint disease. It seems that the report is not complete and only the first page was received. No conspicuous findings relevant to the reported event have been identified. Surgical report, dated (B)(6) 2010: the report states the revision surgery of the components due to the preoperative diagnosis of a painful right metal on metal total hip arthroplasty with adverse tissue reaction. During the procedure yellow turbid nonpurulent fluid exuded from the joint was observed but no evidence for infection. Some adverse tissue reaction material that had eroded along the very proximal aspect of the bone prosthetic interface of the proximal femoral stem but no lossening was noted. The components were removed and replaced without any noted complications. It is further noted that there were some small erosions of adverse tissue reaction around the margin of the acetabular component, but nothing substantial, not requiring any bone graft or other disruption of the otherwise well fixed acetabular component. - according to the blood test results dated (B)(6) 2015: cobalt = 6.1 ng/ml chromium 6.6 ng/ml - patient data: h.k devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. No ncr with a potential correlation to the reported event was found. Conclusion summary: it was reported that the patient underwent initial surgery with metasul taper liner on (B)(6) 2010. On (B)(6) 2015, blood test showed high level of metal ions. Thus patient underwent revision on (B)(6) 2015 due to pain, elevated cocr level, tissue reaction and pseudotumor after 5 years 1 month in-vivo time. According to blood test results elevated metal ions of cobalt and chromium is confirmed. According to the operative notes there was evidence of metal-on-metal bearing inflammation reaction. Possible causes of the reported event include 3rd body particles left between the head/liner or head/stem taper, dislocation/subluxation, wrong cup position, frictional moments for ball heads, high patient activity, soft tissue laxity, increased ante/retro-version of the stem increasing joint loading, scratches on articulation surface from surgeons, patient with high body weight/bmi and metasul heads being re-used against manufacturers directions provided on box labeling and IFU. It is not known to which extent these factors had a role. It is not possible to find a root cause in the absence of valuable medical data as x-rays and explants for the investigation. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, it is assumed that the cause is multifactorial. If and to what extend the above mentioned factors may have contributed to the sequence of events leading to the revision surgery remains unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) . The following reports are associated with this event: 0009613350-2017-00707-3.

Event description:
Investigation has been updated as new information became available.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description:it was reported that the patient underwent initial surgery with metasul taper liner and metasul head on (B)(6), 2010. On (B)(6), 2015, blood test showed high level of metal ions. Thus patient underwent revision on (B)(6), 2015 due to pain, elevated cocr level, tissue reaction and pseudotumor after 5 years 1 month in-vivo time. Review of received data according to the operative notes: "there were yellow turbid nonpurulent fluid that exuded from the joint, typical for the metal-on-metal bearing inflammation reaction, but no evidence for infection." "There was some adverse tissue reaction material that had eroded along the very proximal aspect of the bone prosthetic interface of the proximal femoral stem but no loosening was noted and this was a minor amount that was debrided and removed." - according to the blood test results dated (B)(6) 2015: cobalt = 6.1 ng/ml chromium 6.6 ng/ml devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea : - increased release of wear particles due to 3rd body wear due to particles (bone cement, ceramic particles from former revision) => possible: it is unknown if the patient had a previous revision surgery. - increased release of wear particles, loosening of components, foreign body reaction due to increased wear from articulation due to insufficient wear performance of components (material, surface, clearance) => not possible: compatibility masterfile, wear performance; compatibility specification certifies the wear performance. - increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to design => not possible: no impingement was reported. - increased release of wear particles, disfunction of joint due to dislocation, subluxation => possible: no x-rays were received, therefore cannot be excluded. - inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation due to wrong cup position, impingement of the skirted head with acetabular liner => possible: no x-rays were received, therefore cannot be excluded. - micro motion, fretting corrosion, higher crevice corrosion due to compatibility wi/wa components (tolerances of taper, different loading transfer proximal/distal) => not possible: anatomic fatigue, corrosion fatigue results, compatibility specification covers that risk. - micro motion, loss of taper connection due to frictional moments for ball heads => possible: product is not received, therefore cannot be excluded. - metal ion release - increased serum cobalt and serum chromium due to wear and metal ion release => possible: blood test results show high levels. - increased wear, loss of taper connection, dislocation due to high patient activity => possible: patient activity level is unknown, therefore cannot be excluded. - mal-function of articulation, leading to excessive wear due to wrong material combinations => not possible: material combination is approved by zimmer biomet. - mal-function of articulation, leading to excessive wear due to off label use, combination with competitor products => not possible: material combination is approved by zimmer biomet. - increase particle and metal ion release, increased wear, loss of taper connection, subluxation, dislocation due to increased ante/retro-version of the stem may increase joint loading => possible: no x-rays were received, therefore cannot be excluded. - dislocation, increased micro separation due to soft tissue laxity => possible: no laxity is reported, however this risk cannot be excluded. - increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition => not possible: no impingement was observed. - loss of taper connection, wear due to wrong sizing/combination (taper sizing) => not possible: material combination is approved by zimmer biomet. - increased release of wear particles due to scratches on articulation surface from surgeons => possible: it cannot be confirmed if it happened or not, therefore cannot be excluded. - increased wear, fretting corrosion (lever torque) due to patient with high body weight and bmi => possible: patient weight is unknown, therefore cannot be excluded. - failure of implant function (loosening of taper connection, increased wear from articulation) due to metasul heads are re-used against manufacturers directions provided on box labeling and IFU => possible: it is unknown if the patient had a previous revision surgery. Conclusion summary according to blood test results elevated metal ions of cobalt and chromium is confirmed. According to the operative notes there was evidence of metal-on-metal bearing inflammation reaction. Possible causes of the reported event include 3rd body particles left between the head/liner or head/stem taper, dislocation/subluxation, wrong cup position, frictional moments for ball heads, high patient activity, soft tissue laxity, increased ante/retro-version of the stem increasing joint loading, scratches on articulation surface from surgeons, patient with high body weight/bmi and metasul heads being re-used against manufacturers directions provided on box labeling and IFU. It is not known to which extent these factors had a role. It is not possible to find a root cause in the absence of valuable medical data as x-rays and explants for the investigation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. This is a split complaint with zimmer inc. Warsaw which was reported under (B)(4). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).